Event description:
It was reported that the palacos r+g 1x 40g single (with gentamicin) package was not able to be opened with sterile technique. Integrity of inner pouch was compromised from the factory. There was a tear in the inner pouch. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is completed.